Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2014 with the following findings: visual inspection revealed that there was moisture behind the display lens. The battery compartment was intact; no damage was observed. The returned battery cap was able to be fully secured to the pump. There was evidence of moisture contamination found on the underside of the battery cap. The pump case was found to be cracked in the right hand corner of the display area. During testing, the pump powered on with audio tones functioning. The display was found to be blank and the pumps vibrations were not functioning. A leak test was performed and a leak was found at the crack in the pump case. The pump case was removed and evidence of contamination was found inside the pump. The complaint of the pump having no power was not able to be duplicated during investigation. However, the complaint of moisture inside the pump was able to be confirmed during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged that the pump had no power and that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.